Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device exhibited a battery status which was unexpected based on the duration of implant. Data was sent for a technical service evaluation who confirmed the unit was malfunctioning and should be replaced. No resulting adverse effect were reported and the device was later confirmed explanted and returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited a battery status which was unexpected based on the duration of implant. Data was sent for a technical service evaluation whom confirmed the unit is malfunctioning and should be replaced. No resulting adverse effect were reported and field information states the device was later explanted and is intended to be returned for analysis.